Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within spec range. No unexpected alarms noted. No moisture damage noted on electronic assembly. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer's insulin pump was found in a pool of water. The customer dried the insulin pump, but, upon placing the battery back in, the insulin alarmed failed battery. The customer stated that the insulin pump showed a not working sign. The customer's blood glucose was 261 mg/dl. Troubleshooting was done. The customer stated there was fluid under the lcd display. The customer stated that the insulin pump had fallen out and into a puddle of water. The customer was unable to troubleshoot the failed battery test alarm due to past event. The customer also received a battery out limit alarm at the time of the call. The customer stated that the batteries were out of the insulin pump greater than the duration allowed by the insulin pump. Advised the insulin pump needed to be replaced. Advised to discontinue use of the insulin pump and revert to back-up plan per healthcare provider's instruction. Advised a replacement insulin pump would be sent. Nothing further reported.